Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform the displacement test due to blank display. Pump received with broken belt clip slot.

Event description:
The customer reported via phone call that pieces of plastic that are chipped and broken. The customer¿s blood glucose level was unknown. Customer reported damage to the insulin pump. The lip ring did not have physical damage. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.